Manufacturer narrative:
.

Event description:
The patient reported that she has reached her upper limit of 2.9 and can't go any further on her interstim ii, she can decrease settings. She stated a loss of therapeutic effect and a return of symptoms. The problem started after exposure to a security gate at a store. A follow-up report will be sent if additional information becomes available.